Manufacturer narrative:
Device did not have a battery installed when received. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08700 inches. Device uploaded properly using carelink. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2019. The cause of death was heart failure. The caller stated that the customer had other health issues that may have led to the customer's passing. The customer¿s blood glucose was 492 mg/dl at the time of hospitalization. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected within 24 hours prior to passing. The customer was taken off the pump to be treated manually. The customer was not using sensors. The customer passed away due to complications that led to heart failure. The caller stated the customer had been having regular diarrhea and every time it happened, the customer's blood glucose would go high. The customer was using the pump and manual injections but their readings would not decrease, leading to the hospitalization before passing. The caller agreed to return the insulin pump for analysis.